Event description:
It was reported the pump was protruding through the pt's skin. The pt went to the emergency room. The pump was explanted and replaced. IV antibiotics were administered, however, the hcp noted fluid draining. A plastic surgeon was brought in to increase the size of the pocket. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.